Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deployment issues occurred. The 95% stenosed target lesion was located in the calcified and severely tortuous left common iliac artery (cia). Vascular access was obtained via the right femoral artery using a 45cm 6fr non bsc introducer sheath. Pre-dilatation was performed utilizing a 6-4 wanda balloon catheter. The 10x49x75 wallstent iliac endoprosthesis was then advanced to the lesion over a .035 non bsc guide wire. As the physician was sliding the connector to deploy the stent, it became stuck when the stent was expanded `approximately 20mm. The stent was not able to be reconstrained and was removed from the patient without issue. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was reported as `good'.